Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was getting a egv of 72 mg/dl on the tandem t:slim x2. The patient was vomiting, having nausea and was going into dka. The ambulance was called and when they arrived, they took a fingerstick which showed he was 348 mg/dl. The patient cannot recall the egv at the time the paramedics arrived. At the hospital, the patient was confirmed to have dka. The patient cannot recall what the bg reading taken at the time. She was given insulin via IV and fluids. The patient was confined and was discharged on (B)(6) 2025. Patient reported to be fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.